Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. E2013037. Total number of events - 332. Gynecare prolift +m anterior pelvic floor repair system - 17. Gynecare prolift +m pelvic floor repair system - 7. Gynecare prolift +m posterior pelvic floor repair system - 12. Gynecare prolift +m total pelvic floor repair system - 12. Gynecare prolift anterior pelvic floor repair system - 43. Gynecare prolift pelvic floor repair system - 125. Gynecare prolift posterior pelvic floor repair system - 24. Gynecare prolift total pelvic floor repair system - 59. Gynecare prosima pelvic floor repair system - 33.

Event description:
It was reported that a patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with ams-apogee. Following the procedure, the patient experienced pain and erosion of internal bodily tissue and underwent revisionary procedures. No further information is available.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018 . Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
(Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.